Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of gfat2516 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while the nurse was threading the stylet through the biliary catheter, the stylet broke like a cracker near the hub. No harm to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed but the exact cause remained unknown. The product returned for evaluation was the clear flexible cannula stylet for a navarre biliary drainage catheter. The stylet contained three complete breaks which resulted in four segments. An additional partial break was observed on the proximal-most piece. The stylet appeared clean and the material appeared to be uniform in color and form. The pieces were measured and it was determined that a 0.36¿ segment was not returned. Microscopic examination of the break sites revealed that they were irregular in form and shape, and some sites contained cracks leading into the fracture ends. Stylet wall thickness and structure appeared uniform throughout. An attempt to induce additional breaks in longest stylet segment produced mixed results: two attempts to break the stylet resulted in kinking without fracture, two additional attempts on the same segment resulted in brittle fracture of the stylet. Further microscopic examination of the pieces found no visual difference between the length that did not break and the length that did. Potential causes included manufacture anomaly at the stylet supplier or environmental/chemical degradation but no evidence supporting a specific root cause was determined during the investigation. Manufacture record review and incoming inspection for the implicated lot was unremarkable and had passed required inspection. A lot history review (lhr) of gfat2516 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while the nurse was threading the stylet through the biliary catheter, the stylet broke like a cracker near the hub. No harm to the patient was reported.